Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "black spot adhered" to implant.

Event description:
Healthcare professional reported "black spot adhered" to implant. Device was not implanted. Unknown if surgery was completed with a backup device.

Event description:
Healthcare professional reported "black spot adhered" to implant. Device was not implanted. Unknown if surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of foreign material on implant was received on jul 11, 2022. With lot number 3483992. Visual analysis of the returned device identified: the device is received in original packaging with the open thermoform. On the surface of the shell was observed a black spot, circular shape, measurement 0,4 mm approx.according the qa199.12 this particles is within spec. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.